Event description:
It was reported that the stylus pen on the programmer was not working, and it was noted that it had been changed out. It was further reported that if the car the programmer is transported in gets too hot, the programmer will not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radio frequency programmer head, returned as an associated device, subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification on the uplink noise functional test and the head's upper case was found to be damaged near the lens and that the cable was twisted. Product ID: 2090, programmer; (B)(4).